Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient encountered infusion set occlusion in tubing event on (B)(6) 2024. The blood glucose level was reported 550 mg/dl and treated via multi-daily injection (mdi). The patient replaced the infusion set and insulin was resumed successfully. No further information available.